Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the faradrive steerable sheath clear lots of air bubbles inside the sheath were observed. The issue was decremented to due to a valve problem being non-hermetic with air bubbles during purge. To solve the issue this device was replaced, also because of risk of gas embolism, then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. A tear was found on the flush lumen luer where the adhesive filet bonds the lumen to the valve hub. The sheath was pressurized with water and leakage was observed from this opening. Additionally, the external hemostatic valve was also torn which can compromise the ability of the valve to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
It was reported that during preparation of the faradrive steerable sheath clear lots of air bubbles inside the sheath were observed. The issue was decremented to due to a valve problem being non-hermetic with air bubbles during purge. To solve the issue this device was replaced, also because of risk of gas embolism, then the procedure was completed without patient complications. The device was received for analysis.